Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain. The pump was used to deliver infumorph (morphine) 10mg/ml at an unknown dose. It was reported that the patient reported a burning sensation from the pump along the catheter into the spine, which had been "coming and going in waves". The patient did not have magnetic resonance imaging (MRI), a fall, "or do anything out of the ordinary that she can think of". It was also reported that the patient's pump ran dry "sometime in december", but the provider wanted to fill the pump anyway and asked if that was okay. The reporter did not specify why the pump was not refilled in december.

Manufacturer narrative:
H11. Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the company representative via the healthcare provider reported that the cause of the pump running dry in december was determined to be due to the patient failed to get refilled. Actions/interventions taken to resolve the empty pump included the managing doctor refiling the pump and the empty pump resolved. No diagnostics/troubleshooting were performed regarding the pump and catheter site burning. The cause of pump and catheter site burning was not determined. It was unknown if the pump and catheter site burning resolved.